Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced continuous elevated blood glucose (bg value not provided). Customer's current bg was approximately 400 mg/dl and ketones were present. Customer changed the infusion set site to address bg. Customer declined tandem technical support's offer to perform a pump system check as the pump was functioning properly at the time of the report. Reportedly, customer discussed elevated bg with a healthcare provider.